Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for benchtop investigation. Based on the clinical information, the patient bilateral lower extremities skin were pink and cool and distal perfusion sheaths were placed. The cause of the limb ischemia issue was most likely patient condition related and unknown relation to impella with ischemia observed on both limbs per clinical review.

Event description:
The user facility reported a 49-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient has lower extremities pulses via palpation or doppler, the cardiology aware. The patient bilateral lower extremities skin is pink and cool. Lasix drip initiated. Per echo there was little left ventricle (lv) wall motion. The plan of care is to consult hf and consult surgery. A distal perfusion sheath was placed on (B)(6) 2023. The patient remained on impella support until (B)(6) 2023.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿